Event description:
After placing the port it was noted that the numbers 1 and 2 were not on the port. Also the arrow was missing and the gas tubing was coming from the opposite end of the port (gas tubing was inserted upside down in the factory). Manufacturer response for single-site da vinci port (per site reporter): no response yet.